Event description:
Customer reported the system will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative instructed customer in restarting the system. No further information regarding repair or status of the system is available.